Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: the device related to the reported event of deflation received on (B)(6) 2022, with lot number 1121951. Analysis of the returned device identified: creases fold and opening curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, wear abrasion, brown particles in the fill channel and yellow biological tissue inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.